Event description:
The graft, which was implanted for an aortic aneurysm, leaked approx. 400cc of blood through its walls when the clamp was released. A transfusion set was used, so the blood was returned to the pt. The md repeatedly closed and opened the clamp until hemostasis was attained. At this time, the pt is still in surgery. The pt's condition is reported as fine at this time.

Manufacturer narrative:
An unimplanted segment of the complaint graft was evaluated by co's consulting pathologist. Received in fixative is a segment of unimplanted vascular graft. The speciment measures 3.2 cm in length by 2.4 cm in diameter. The surfaces are clean. Representative sections are embedded. A collagen-coated vascular graft is identified. Collagen is present on the luminal surface, adventitial surface and within the interstices of the vascular graft. No loss of integrity of the collagen coating is identified. No loss of integrity of the vascular graft is identified. An intact collagen-coated vascular graft is identified with no loss of integrity of the collagen coating.